Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced dizziness and was throwing up which prompted him to call an ambulance to take him to the hospital. When a fingerstick was done, the cgm was reading 178 mg/dl and the blood glucose reading was 777 mg/dl. The patient stated he was in a state of diabetic ketoacidosis and that he received treatment with intravenous insulin and other fluids, humalog 50-50, and antibiotics. The patient reported that his white blood cells were at ¿50¿ during the time of the event, and that the antibiotics were given for this reason. It was reported that the patient was discharged within 24 hours after he arrived at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)